Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 506 mg/dl while wearing the pod between 36 and 48 hours. The patient reports feeling tired. The patient removed the pod prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient remains in the hospital at the time of this call.